Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The cause for the defective response button was damaged traces on the response button ribbon cable near the response button switch. In addition, the front and rear response button covers were missing. The root cause for the damaged traces could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not working.